Manufacturer narrative:
Continuation of d10: product ID: 8780, lot#serial#: (B)(6), implanted: on (B)(6) 2021, product type: catheter, product ID: 8780, lot#serial#: (B)(6), implanted: on (B)(6) 2021, product type: catheter. Section d information references the main component of the system. Other relevant device(s) are : product ID: 8780, lot#serial#: (B)(6), ubd: 2023-07-16, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Additional information received reported that the dye study was attempted but they were not able to push the dye. The revision was scheduled for on (B)(6) 2023.

Event description:
Information was received from a healthcare provider (hcp) and consumer via a company representative (rep) regarding a patient receiving intrathecal morphine 10 mg/ml at 9.9 mg/day via an implanted pump. It was asked but unknown when the event/difficulty occurred. It was reported that the patient had lost 35 plus pounds since implant and pump had been flipping on its own. The patient also reported manually flipping her pump and did so in the office four times at the appointment. She had a loss of pain relief over the last ¿few months¿. The patient brought a pump report to consult with the doctor and it showed that expected volume at refill was 6.6 mls, but stated registered nurse removed 40 mls of drug. Environmental, external, patient factors that may have led or contributed to the issue included weight loss and patient manually rotating her pump. The doctor would do a dye study and was adding the patient on the schedule with a possible date of (B)(6) 2023 pending authorization. The logs were also reviewed with no issues noted. The issue was not resolved at the time of this report and the patient¿s status was ¿alive- no injury¿. The patient¿s weight and medical history were asked but unknown.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.